Event description:
It was reported that during a coronary stent procedure, a pinhole leak occurred in the balloon material and reportedly caused a dissection. The dissection was repaired with a stent. Pt status is listed as "okay".